Event description:
Device malfunction: loss of vessel access. Time of malfunction. During vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, when advancing the thumb advancer to deploy the clip, the device pulled out of the artery and lost vessel access. The wings were in the open position. There were no adverse pt effects reported. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). Loss of vessel access. (B) (4). The device was received. Investigation is not complete.